Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 4 leads (from the same lot) implanted as part of her pns (off-label) system. The patient reported her system was auto-reducing. The sjm representative met with the patient and diagnostics indicated invalid impedance readings on multiple lead contacts. Reprogramming was able to provide coverage, however coverage is not optimal. X-rays are to be taken as the next course of action.